Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The light source was inspected but the phenomenon reported by the customer was not reproduced. There was no error code b30 displayed when functional tests were carried out. Furthermore, after checking the connector area, no anomalies have been noticed. Moreover, it was also noticed that the lamp timer of the xenon lamp indicated more than 500 hours of use required replacement. It was stated that poor equipment cleaning is likely to have caused the malfunction reported by the customer, although it has remained unconfirmed. Regarding the lamp condition, wear and tear was assumed to be the main cause. Additional inspections finding was found during the disassembly step and dust was discovered inside the block. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during a colonoscopy procedure, the evis exera iii xenon light source had a communication error code b30, and a black image was displayed on the device. The procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.